Event description:
Report received from abbott international affiliate of an overdelivery. The report states "delivery in excess of +/- 5% tolerance. No pt adverse effect recorded. No info on settings and pt info". No additional info is available.